Event description:
It was reported to philips that the flexvision pc was restarted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment was completed as planned after restarting the system. The remote service engineer (rse) analysed the system remotely and confirmed that shutdown screen was displayed on flexvision pc. The field service engineer (fse) went onsite and analysed the system log file . The analysis of log file confirmed that the pc responsible for displaying images on the large monitor had undergone a restart. Since it was an intermittent recurrence issue, the fse replaced flexvision pc and reinstalled the software as a preventive measure. The flexvision pc was returned to philips for further analysis. The analysis confirmed the malfunctioning as hdd was faulty. Following the replacement, following the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.